Manufacturer narrative:
Evaluation, corrected data: the previously submitted MDR inadvertently provided the wrong results and conclusions code for the event.

Event description:
The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a usb serial cable adapter for motion tablet was broken. The suspected cable was discarded; therefore, no analysis can be performed.